Manufacturer narrative:
The sample has been returned and a full investigation is pending.

Event description:
During analysis fo the sample returned for (B)(4) (veyvondi - incomplete diluent transfer), a member of the vienna device team observed "particles on the product spike". Present complaint has been opened to investigate said particles. On (B)(6) 2026, a member of the vienna device team stated, "on further inspection, I observed a particle in the product vial" also.

Manufacturer narrative:
The complaint is not confirmed as no manufacturing issues were reported that could have contributed to the quality of the product or contributed to the reported problem. No corrective or preventive actions are applicable. Visual inspection of retention samples found all vials to be satisfactory. Particle ID determined the particles to be butyl rubber and silica & mannitol, which are intrinsic and inherent respectively.

Event description:
During analysis fo the sample returned for pr (B)(4) (veyvondi - incomplete diluent transfer), a member of the vienna device team observed "particles on the product spike". Present complaint has been opened to investigate said particles. On 20 jan 2026, a member of the vienna device team stated "on further inspection, I observed a particle in the product vial" also.